Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. Device #2 - xience v 2.75x08 (part #1009540-08; lot #8111441), is being filed under a separate medwatch report.

Event description:
Device #1 issue: dislodged stent. Time of device issues: during stenting procedure. Adverse event: snared dislodged stent and explanted first stent. It was reported that during an interventional procedure the 2.75x08 rx xience v stent was successfully deployed in the ostium of the left circumflex artery (lcx). The 2.75x18 rx xience v stent failed to advance to the mid left anterior descending (lad) because of calcification. The physician felt that possibly pre-dilatation was insufficient. There was difficulty removing the 2.75x18 rx xience v and once the device was removed it was found that the stent had dislodged. An angiogram was taken and found the stent had dislodged at the ostium of the lad and had embolized. A snare device was used to remove the dislodged stent. Once outside the anatomy it was found that the dislodged 2.75x18 stent and the 2.75x08 stent were entangled and removed together. Another two rx xience v stents were successfully deployed, one in the ostium of the lcx and one mid lad. There were no reported adverse patient sequelae. The following day the patient returned to have the right coronary artery stented and the physician took pictures of the left coronary artery checking on the two rx xience v stents and everything looked fine. Though requested, no additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: product performance engineering reviewed the incident information; however, a thorough analysis could not be performed because the products were not returned for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously implanted stents and accessory device support. Reportedly, the 2.5x18mm stent delivery system had difficult crossing a previously implanted stent, which likely contributed to the reported failure to advance. It is likely that during the attempts to cross the previously implanted stent, the stent struts interacted such that resistance was noted during advancement and removal. As further force was applied, the stent dislodged and became entangled with the previously implanted stent. In this case, both stents were snared and successfully removed and two more stents were implanted to treat the target lesion. It should be noted that the xience v instructions for use states, "although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents." It is likely that the attempts to cross distal to an implanted stent contributed to the reported complaint. In this case, the reported complaint appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. There does not appear to be any indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances.